Manufacturer narrative:
(B)(4).

Event description:
Procedure type: when inserted, the balloon would not inflate. When removed from the pt, the balloon still didn't inflate. No further info is available. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.